Event description:
It was reported that a pico device stopped working after 3 days. The problem was not resolved until 1 day later where it was noted that the wound was macerated and pico use was discontinued as a result.